Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the software not going through. As a result, the downstream occlusion seal was replaced and the software was updated. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump lost power during the software update and got stuck on the update screen. During physical inspection, it was found that the downstream occlusion seal was delaminated. There was no patient involvement, no patient injury was reported.